Event description:
It was reported, the device and lead were removed because there was a device "failure." No further details were reported about the failure. During the removal procedure there was an issue removing the lead. In the process of the lead removal the lead wire "suddenly" unraveled, and only ¾ of the lead was removed. Fluoroscopy during the surgical procedure confirmed the tined portion of the lead remained in the patient, and this portion of the lead was left implanted because the surgeon felt it was more dangerous to attempt to remove it. It was noted the device itself was easily removed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, model#: 3058, serial#: (B)(4)) found no anomalies. Analysis of the lead (model#: 3093-28) found no significant anomaly. Lead conductor visual tests indicated breaks due to overstress/damage, cuts, and stretching. It was noted that the distal end of the lead was not analyzed as that portion was left in the patient at the physician's discretion due to patient safety. No shorts were detected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3093-28, lot# v179757, serial# implanted: 2009 (B)(6), explanted: 2012 (B)(6). Product type lead, product ID 3037, lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4). (B)(4). The device and lead were returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).

Event description:
It was later reported that was explanted several years ago because the device didn't work. Patient was very brief and did not provide any further information.